Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the battery needed repair. No patient involvement reported.

Manufacturer narrative:
Other text: additional information is provided in h.2., h.3., and h.6. A sample was received for evaluation. Functional testing was performed, and the customers problem was duplicated "battery repair" issue during the investigation. Power up device and message "service due" on the pump display. The root cause for this event is service due to the pump. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date of and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.